Event description:
The facility reported a syndeo syringe pump with repeating power loss shut down messages. It is unk when this event occurred. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
The device has been received in baxter and is being evaluated. A follow-up report will be submitted when the eval has been completed.